Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the lead was faulty and two additional surgeries with complications was performed. Status of the lead was not provided. No further patient complications have been reported as a result of this event.